Event description:
It was reported that the customer is alleging an increase in pressure ulcers within the last 6 months of putting isogel mattress into service.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by hospital staff and manufacturer's sales rep. There was no malfunction alleged and no apparent malfunction found.

Event description:
It was reported that the customer is allegeding an increase in pressure ulcers within the last 6 months of putting isogel mattress into service.